Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. On (B)(6) 2021, the patient felt unspecified symptoms of diabetic ketoacidosis (dka) in the morning. She called her doctor and was advised to go to the hospital, so her daughter called for a medical response unit. The patient had a cgm reading of 389 mg/dl when her bg was 489 mg/dl. After treatment with insulin, potassium and magnesium, the patient was released from the hospital the following day and was in stable condition. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.